Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system safety mechanism broke. The following information was provided by the initial reporter: "bd clinical specialist encountered a safety failure of 20ga nexiva IV platform. This failure happened to the bd cs and not the customer. This failure didn¿t occur in front of the customer."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo. Upon inspection of the photo, it was observed that the tip shield did not engage. The reported defect was confirmed and mostly likely originated during the manufacturing process. Without the physical sample, a thorough inspection of the v-clip or tip shield could not be performed to help narrow down the possible root causes. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system safety mechanism broke. The following information was provided by the initial reporter: "bd clinical specialist encountered a safety failure of 20ga nexiva IV platform. This failure happened to the bd cs and not the customer. This failure didn¿t occur in front of the customer.".